Event description:
It was reported that during implant attempt, there was difficulty finding good sensing. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The outer insulation was kinked/buckled and implant damage was noted. The full lead was analyzed.